Manufacturer narrative:
(B)(4). Batch # r5ap2c. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. However the washer was noted to have nicks. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the handle of linear stapler (product code: tlh60) & circular stapler can't be fired (product code: cdh29a). There were noticed intra-opt. The linear stapler cannot opened after firing the staplers, hence surgeons has to use extra force to unscrew the adjusting knob and it caused the handle to broke and the anvil opened then released from the sigmoid-rectal. While doing anastomosis using cdh29a, surgeon claimed that cannot be fired after closing the anvil. There was no reported impact to surgery or patient.